Event description:
It was reported that, "customer not sure of product codes, (B)(6) 2008 was his implant date. He has been telling his doctor he feels like it jolts, moves around ever since he was walking after the surgery. It is squeaking and people can hear it. Wants to know how much weight he can carry."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufactured. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.